Event description:
The customer reported that during a colon procedure, the device made a strange sound and then sealing became unable to be done. The surgeon opened another device and completed the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.